Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information already submitted in the intial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 25 september 2015: lot 110054: (B)(4). Expiration date: 2016-02-29. No anomalies found related to the problem. To date, 10 items of the same lot have been already sold without any similar reported issue. On 05 september 2015 the medical affairs director made the following analysis: reportedly, the root cause for this revision is a hematoma, which suggested to the surgeon to re-open the joint. We have no information as to the outcome of the surgery or if the surgery offered some explanation as to the cause of the hematoma. Hematomas are not necessarily related to implants. In fact, their relationship with implant problems is not demonstrated at all. Therefore, there is no reason to believe that the cause for the hematoma is a problem with the implant. When re-opening a joint, it is common practice that the polyethylene insert be revised, even if no problem at all was noticed originated or related to this component. It's a part which is subject to wear in use and it is the most likely to be damaged during a reoperation, while its revision takes only a few seconds and causes no damage at all to the patient.

Event description:
A medacta revision system was implanted to revise another companies products. After the revision the patient came in for a post-op visit. Upon exam, patient had a hematoma that caused stiffness. The surgeon decided to revise the poly insert. The explanted poly will not be returned. X-ray's will be available.